Manufacturer narrative:
(B)(4). G2: canada. H6: component code : mechanical (g04) - provisional bottom. Complaint is confirmed via product review. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The ztr documents the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined.

Event description:
It was reported that a tasp was worn to a point it was unable to be used but was later found to be fractured. No debris fell or was left in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.